Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reports that after wearing the pod between 5 and 24 hours the patient felt pain at the insertion. When the pod was removed, the needle had not retracted back into the pod as intended.